Event description:
During an unknown endoscopic procedure , the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the dilation] balloon could not fit down a 2.8 mm [endoscope] channel. There was no reportable information at this time. The device was received on 01/17/2023 and evaluated. It was noted that the catheter is broken exposing's the purple tubing. The breakage was in the distal end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear bio bag with one of the removable labels of the product labeling on it from the lot number provided in the report. The label applied to the bio bag matches the product returned. The pouch was received folded and placed into the sleeve of the bio bag. Our laboratory evaluation of the product said to be involved confirmed the complaint. During a visual examination, two breaks were observed in the blue catheter at the 49.9 cm and 122.5 cm locations exposing the inner purple sheath. A functional test could not be performed on the device. No other abnormalities were observed on the returned device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the catheter was broken. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Additional information received indicates that lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication was not applied to the balloon prior to advancement through the endoscope, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.